Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for evaluation. Upon receipt, analysis of the unit found that the switch of the /p pack was damaged and had to be replaced for the device to be powered on. It is believed this damage occurred along the transport route back to sorin group (B)(4). After the replacement of the switch, the problem could not be reproduced during 1000 hours of testing. The e/p pack was scrapped as a precautionary action. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that the information on the s5 was intermittently replaced by error messages. There was no report of patient injury.